Event description:
The reporter stated that the surgeon was inserting a 19.5 diopter aa4204vl single piece silicone lens, and the trailing haptic tore as the lens was pushed through the injector. The lens was removed and a aq2003v lens was inserted with no patient complications. The reporter stated that the cause of the lens tear was due to the injector. Patient condition is good.